Event description:
Patient was undergoing cataract surgery. When the surgeon implanted the new lens the back haptic was found to be kinked. The surgeon needed to cut the implant out of the patient's eye. A new lens of the same diopter was implanted. No further interventions were necessary.